Event description:
Information received by medtronic indicated that the insulin pen had a rewind anomaly. Customer reported that she had to rewind more than once during a reservoir change. Information received by medtronic indicated that the insulin pen had a keypad anomaly. Customer stated she had to pushed buttons multiple times middle button was delayed and she had insulin flow block a couple of weeks ago during bolus and ended up changing entire infusion set. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current measurement. Test p-cap and reservoir locked properly into reservoir compartment during testing. The history download was successful using thus software. No insulin flow block alarms, stuck keypad alarms, and failed battery alarms listed in history file on event date. No unexpected insulin flow blocked alarms noted during testing. All buttons were tested individually for their functionality; no damage to keypad traces and electrical board 1 connector on electrical board a1 was not unlocked during visual inspection. The insulin pump passes keypad voltage test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pillowing keypad overlay were noted during visual inspection. The insulin pump passes function testing. No unexpected insulin flow blocked alarms noted during testing or listed in the insulin pump history on event date. Unresponsive keypad unconfirmed. No failed battery alarms noted during testing or listed in the insulin pump history on event date. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.